Manufacturer narrative:
(B)(4). One agilis nxt introducer was returned for evaluation. Visual inspection revealed no anomalies. The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported st elevation remains unknown. Per the IFU, air embolism is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation procedure, an air embolism occurred. St elevation was noted on the ECG following transseptal puncture. The st elevation was not persistent and the procedure continued. While pulling back the loop catheter from the sheath at the end of procedure, the ECG showed an st elevation again which was not persistent. The ECG returned to normal and the procedure continued with no consequences to the patient.